Event description:
The hcp reported the pt had been experiencing intermittent episodes of withdrawal symptoms including diaphoresis, blotchiness, and metallic taste. At the pump refill on (B)(6) 2004, the estimated reservoir volume was 3.3cc and the actual was 11cc. On (B)(6) 2004, the estimated reservoir volume was 11.6cc and the actual was 14cc. A follow up report will be sent when add'l info is received.